Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a bio ID scanner failure due to the connection issue. The field service engineer removed the top cover of the station and disconnected the usb cable linked to the bio ID. After shutting down the station, the engineer reconnected the usb cable to the fingerprint scanner module and subsequently restarted the station. During the startup process, the engineer noted that the bio ID was initializing as anticipated. Once the application had fully launched, the escort logged into the server to reset her personal settings to the bio ID, successfully gaining access to the station. Additionally, a unit nurse was present and was able to log into the station using the bio ID as well. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced bio ID scanner failure. The customer tried to resolve the issue by rebooting the station, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.